Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar sleeves were leaking co2. There were no patient consequences. Unknown how case was completed.

Event description:
It was reported that during a laparoscopic colectomy with j-pouch, the tissue pad on the device wore out. The pad did not fall off of the device. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the device was returned in good condition. The device was tested with a generator and was functional. The tissue pad was examined and normal wear was visually seen. The batch history records were reviewed with no anomalies noted during the manufacturing process.